Manufacturer narrative:
(B)(4). The investigation found that the integrated chip technology (ict) module used on the analyzer at the time the erratic results were generated had exceeded its expiration dating and two month on-board warranty. However, no other samples were affected and there were no quality or system performance issues noted. The analyzer's systems logs were not available for review. The customer's issue is addressed in the architect system operations manual (pn 201837-105, may 2008), in the "read me first" section (concerning dating of the ict module) and section 7, precautions and requirements for system operation and section 10 troubleshooting and diagnostics. Based on the available information, a specific cause for the erratic ict results could not be determined. A sample integrity and/or preparation issue related to the specific sample in question, which affected the ict sample aspiration and/or testing, is probably the cause of the erratic ict results. No other results or samples were affected and the issue did not recur with ict module (B)(4). A malfunction of the system was not identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample (from an outpatient clinic) generated the following serum electrolyte results on the architect c8000 analyzer: sodium = 171 mmol/l; potassium = 4.2 mmol/l; and chloride = 132 mmol/l. A physician questioned these results and had the patient go to the emergency department for a re-draw. The second sample was drawn in a green top tube and generated the following results: sodium = 139 mmol/l; potassium = 3.6 mmol/l; and chloride = 105 mmol/l. The patient was released from the emergency department with no medical treatment administered. The customer retested the original sample and generated the following results: sodium = 144 mmol/l; potassium = 3.5 mmol/l; and chloride = 110 mmol/l. The customer also retested the second sample on two different c8000 analyzers in the lab and stated that both generated the following results: sodium = 139 mmol/l; potassium = 3.7 mmol/l; and chloride = 105 mmol/l. There is no further impact to patient management reported.